Event description:
On (B)(6) 2008, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the three excluder devices were explanted. It was reported the endo stent was leaking and causing progressive enlargement of the abdominal aorta. The physician performed an open conversion and then did an iliac bypass. The pt tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc181000/05870611 and pxc201400/06236660. The review of the mfg paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and surgical conversion.